Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical breakage of the device and reprocessing that had not correctly been implemented in line with the instructions for use (IFU). A further cause of the breakage could not be presumed. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had its angle defective. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the objective lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the objective lens has foreign objects. The following non-reportable malfunctions were found during the device evaluation: the angle knob has an air leak, the objective lens has adhesive peeling, the light guide lens has adhesive peeling, the angle is out of play, the objective lens is cracked, the distal end rubber adhesive is chipped and cloudy, the image guide tube is scratched and wrinkled, the image is flaring and cloudy, the operation section is scraped, the suction cylinder paint is peeling, switches 1 and 4 are worn, the connector has water immersion, the operation unit is discolored. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the devices. There were no other concerns regarding the reprocessing of the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.